Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose (bg) level was over 600 mg/dl with moderate ketones. A manual injection was delivered to address bg level. The customer changed the multiple cartridge and multiple infusion sets to resolve the issue.